Manufacturer narrative:
H3. Device analysis for lead unknown revealed conductors 1, 2, 4, 5, and 7 were broken and short circuit 19.1cm from the distal end in the body of the lead under dry conditions. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. H6. B17, c20, and d14 no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: (B)(6) 2017 explanted: (B)(6) 2026 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown: b3: date is unknown. G2. Foreign: netherlands medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a loss of therapy; upon check it was noticed that 4 of the 8 electrodes were unusable due to high impedances. Cause was unknown. Reprogramming was done in order to try to get therapy effectiveness back, but they were not able to do that with the remaining 4 electrodes. A revision procedure was performed with 2 new vectris leads placed. The issue has been resolved. Additional information was received. Model number of the ins confirmed, serial number of ins and all lead info unknown. Impedance measurements were taken; 4 out of 8 electrodes showed >40000 ohm. Th lead was shipped for return. Information confirmed with the physician.